Event description:
It was reported that during acoma (anterior communicating artery) aneurysm case. Used guidewire to bring microcatheter to aca (anterior cerebral artery) a2 and when delivered the stent (subject device), the operator tried to deploy it after it was placed to location, resistance was encountered at the tip of microcatheter. He fixed the stent (subject device) delivery pole and withdrew the microcatheter. After two segments of the stent (subject device) was pushed out the microcatheter, could not be withdrawn any more. The operator withdrew the microcatheter together with stent (subject device) out into middle catheter and then withdrawn out. When checked the stent (subject device), found it got stuck at tip of microcatheter. The operator pushed the stent (subject device) delivery pole and then the stent (subject device) was pushed out. The stent (subject device) and the tip of the microcatheter were all deformed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the stent was found to be deployed. Operator deployed it on the table after the procedure. The stent was found to be deformed. The sdw (stent delivery wire) was not returned, and the stent introducer sheath was not returned. A functional inspection for the reported 'stent difficult/unable to advance or pullback through catheter' was unable to perform as the stent was found to be deployed. Stent deformed defect confirmed during visual inspection. Stent partial deployment was unable to perform as the stent was found to be deployed and the issue is procedure related. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter and stent partial deployment could not be replicated; however, analysis results are consistent with reported event. The reported stent deformed was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on analysis results. The device was analyzed. The returned stent was found to be deformed. The sdw and stent introducer sheath were not returned. An assignable cause of procedural factors will be assigned to he as reported codes 'stent partial deployment', 'stent difficult/unable to advance or pullback through catheter', and to the as reported and as analyzed code 'stent deformed' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during acoma (anterior communicating artery) aneurysm case. Used guidewire to bring microcatheter to aca (anterior cerebral artery) a2 and when delivered the stent (subject device), the operator tried to deploy it after it was placed to location, resistance was encountered at the tip of microcatheter. He fixed the stent (subject device) delivery pole and withdrew the microcatheter. After two segments of the stent (subject device) was pushed out the microcatheter, could not be withdrawn any more. The operator withdrew the microcatheter together with stent (subject device) out into middle catheter and then withdrawn out. When checked the stent (subject device), found it got stuck at tip of microcatheter. The operator pushed the stent (subject device) delivery pole and then the stent (subject device) was pushed out. The stent (subject device) and the tip of the microcatheter were all deformed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.